Manufacturer narrative:
The redundant power tray assembly was received to perform failure analysis. In the system logs, the 86 error was found, confirming the fault that occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system; the board voltage was checked and everything operating within range and programed successfully. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that a non-recoverable error 86 occurred during setup. The tse guided through a reboot using the emergency power off (epo), but the error returned. The user aborted the procedure with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced redundant power tray assembly to resolve the issue. The system was verified and ready to use. Isi has received the tray assembly for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.